Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate electric shocks. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device remains in service.